Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient experienced stimulation sensation that goes in and out, and it has since progressed to where she was not getting any stimulation sensation. Patient was not getting stimulation in her painful areas and the contacts were out on the leads. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.